Event description:
The customer reported three broken elevators, the event date is unknown at this time. No adverse effects were reported, however this device is subject to the two year malfunction rule.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Upon evaluation the tip of the elevators were found to be chipped and the fragmented pieces were not returned. There were no indications of manufacturing defects and no signs of discoloration or other signs of significant wear. The most likely underlying cause of the complaint issue is excessive force applied by the user. Fields were updated based on the device evaluation.